Event description:
This procedure is part of the definitive le trial. An arterial dissection (>grade d), arterial perforation, and embolism was noticed on index procedure angiograms. The patient returned for a transfemoral amputation on (B)(6), 2010. It is unknown if it is related to the events at the procedure, however, the patient did not continue with medication post atherectomy as was directed and rethrombosis occurred. Please see MDR 2183870-2010-00168 for other silverhawk used in the procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.